Manufacturer narrative:
Guoqiu xu, jian tang, shaohua dai. " intraprocedural o-arm computed tomography-guided navigation with ventilatory strategy for atelectasis electromagnetic navigation bronchoscopic biopsy of peripheral lung lesions: an ideal stage 2a study". Journal of thoracic disease, vol 17, no 11 november 2025. Https://doi.org/10.21037/jtd-2025-1312. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to literature source of study performed from march 2022 onward, a prospective study was conducted to evaluate the application of intraprocedural computed tomography-guided navigation with ventilatory strategy for atelectasis for diagnostic accuracy of electromagnetic navigation bronchoscopy (enb). Fifty patients were included in the study with superdimension enb biopsy of peripheral lung lesions. Among them, two developed pneumothorax, and two patients experienced bleeding. All patients recovered well after conservative treatment without surgical intervention. Intraprocedural o-arm computed tomography-guided navigation with ventilatory strategy for atelectasis electromagnetic navigation bro nchoscopic biopsy of peripheral lung lesions: an ideal stage 2a study doi.org/10.21037/jtd-2025-1312.